Event description:
It was reported that the high voltage impedance has been out of range since a pocket revision on 08/11/2008 for migration. During a clinic visit the device showed an alert that the high voltage lead impedance was out of range. Isometrics were performed and the hv impedance issue was reproducible. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The reported impedance anomaly was confirmed in the laboratory. X-ray analysis found a broken case wire inside the ICD can that caused the out of range impedance measurements.